Event description:
The following has been reported: biomed reported: 'red service needed error. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The device was attached to a bracket and powered on, a red pump service alarm was observed. Log files were reviewed and an av sticky valve failure was found at the time of the alarm. The device was opened for internal inspection. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The loading pins and their channels were cleaned using alcohol. The loading pin lip seals were replaced during investigation. The fva bushing retaining plate was found damaged. The plate was replaced during investigation. A mock infusion was run on the device successfully without alarming. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced. The yellow wire of the fva motor was found pinched. The mr sticker on the rear housing has a small tear and will need to be replaced during repair. Damaged screw bosses were found on the lcd touchscreen.